Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to a fall which caused the humeral cup to disassociate from the stem. Surgeon explanted the 32/+3 standard humeral cup and replaced it with a 32/+6 standard humeral cup.